Manufacturer narrative:
The device was returned to olympus for evaluation. The device was returned to olympus. The evaluation uncovered the adhesive was peeling off and there was a crack on the distal end of the glue area. The light guide lens was dirty and had discoloration, the bending section cover had a gap, the bending tube was deformed, the grip had scratches and the suction cylinder nut had paint peel off. Additionally, the angulation system needs replacement, the forceps raiser lever k-pipe was stretched, and the nozzle was deformed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during an unspecified procedure, the evis exera duodenovideoscope was dirty and had discoloration of the light guide lens. Additionally, the subject device adhesive was peeling off and there was a crack on the distal end of the subject device. The procedure was completed with the same device. There was no extension of the procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. However, the likely cause f the event is due to physical stress applied to distal end of the subject device. The event can be detected/prevented by following the instructions for use (IFU) which state: important information; please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.